Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on january 31, 2018 under authorization number (B)(4) for manufacturer abbott under registration number 2017865.¿ analysis was normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on january 31, 2018 under authorization number (B)(4) for manufacturer abbott under registration number 2017865.